Event description:
It was reported that air bubbles were observed. Customer could not provide any additional information as it was a past occurrence. There was no reported adverse impact to the customer.